Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H3 other text : see h10 manufacture narrative

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown it was reported that clinician and/or any patients have encountered leakage between connector/injector while using the bd phaseal¿ optima connector. Verbatim: clinician experienced: -leakage between connector/injector -did not result in harm please see attached excel sheet for additional information.